Event description:
It was reported by the customer that when recording electrocardiograms (ECG), there was "a lot of interference" seen. The customer also noted that there was a recent move to a new office. The settings for the hardware, module and the phone line were verified. Technical services provided troubleshooting steps with no resolution. The status of the module is unknown. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.